Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device lot number, or serial number, unavailable.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.no parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the tip of the clamp driver was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.